Event description:
"Pt had symptoms of overdose alternating with withdrawal symptoms." Dose was adjusted up and down. Catheter was found to not be securely connected to the pump. A new section of catheter was joined to the pump section and the spinal section left in place. Follow up with the health care provider revealed the patient had suffered no withdrawal but was hospitalized for increasing unresponsiveness - had tight and cranky and sleepy episodes. No outcome provided.